Manufacturer narrative:
The device has been received for evaluation; however, the device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple during the load process. Reportedly, the customer's blood glucose level was 260 mg/dl. The customer was able to load a new cartridge successfully and indicated that a correction bolus would be administered.